Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of saline via an implantable pump for non-malignant pain. It was noted the patient had been receiving marcaine and morphine previously. It was reported the patient had a (B)(6) with their first pump. It was indicated the patient was receiving morphine and marcaine at the time. The infection started out like a little pimple over the incision of their pump. It was like a blister over the pump. No other symptoms were reported. The infection was confirmed. The event date was provided as (B)(6) of 2005. Intravenous antibiotics were administered. The entire system was explanted. The patient was in the hospital for seven days and they were on vancomycin. The patient stated they had to check him every two hours to make sure he was not going blind. Blood tests were performed every two hours. The infection resolved. The patient stated the pump was moved to their right side and they still had a divot or hole on the side where the pump was. No further complications were reported or anticipated.